Event description:
Case description: spontaneous report received from germany and reported by a consumer as "display is blank, is out of function, or doesn't show all segments". No adverse event was reported. Analysis results: technical examinations were performed. The device was tested with a penfill cartridge and a novofine needle mounted. A switch in the doser is worn. This may cause the display to change from dose setting mode to dose delivery mode (rising sun) by itself during dose setting. Due to the problems with the display, it is not possible to examine for the blank display or the alleged faults on the segments. Technical description of fault: during dose setting, the numbers in the display change as intended, but without warning the display changes from dose setting mode to dose delivery mode (rising sun) by itself. The error occurs when the inject switch opens during dose setting .this is interpreted as if the push-button is pushed completely down and has opened the switch. The lock keeps the inject button in locked position by sliding its metal part into a groove on the lifter. When the lock is released the inject switch contact opens and a dose can be dialed. When the edge of the lock is worn the inject switch contact may open during dose setting. Medical consequences: the fault will be obvious to the user. The fault can however, if neglected by eh user, lead to a possible overdose and thereby to hypoglycaemia. It is highly unlikely that the fault in the display could lead to a hypoglycemic event as the patient will be able to identify the problem before the use of the suspected product. The production of innovo was terminated due to decrease in sales, not due to safety issues. Action: this fault is being monitored closely. In 2006, the reporting frequency was 1.9 ppm. Company comment: this case was initially reported as a technical complaint on 07-sep-2007. However, based on analysis results from 10-sep-2007 the case was re-evaluated by novo nordisk as near-incident.